Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. The device history record (DHR) was reviewed on (B)(6) 2018, and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Concomitant products: second mentor smooth round moderate profile 250cc saline prosthesis, catalog: 3501635, lot: 5815256. (B)(6). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) female patient underwent breast augmentation revision with mentor smooth round moderate profile 250cc saline prostheses. Bilateral deflation of the breast prostheses was diagnosed post procedure through an ultrasonography on (B)(6) 2018. As a result, the patient underwent bilateral removal and replacement with mentor smooth round moderate profile 250cc saline prostheses on (B)(6) 2018. This report is for the first of the two prosthesis.

Manufacturer narrative:
The mentor failure analysis lab received the device for evaluation on 8/16/2018. Also on 8/16/2018, mentor received additional information: date of event: (B)(6) 2018. Device evaluation summary: the device was received at mentor without fluid. No foreign material was observed within the device. White material was observed on the shell surface. During visual examination of the device, the product evaluation team observed an area of missing material on the anterior view extending to the posterior, measuring 2.4 by 3.6 cm. Microscopic examination of the missing material edges gave no indication as to its cause. No other anomalies were found. Mentor performs 100% inspection and testing of all devices prior to release; the product evaluation team concluded that the missing material occurred sometime subsequent to the removal of the device from its protective packaging. The complaint of deflation was confirmed since an area of missing material was found on the device. Nonetheless, a microscopic examination of the missing material edges was performed and it did not provide conclusive evidence of what could be the root cause. Furthermore, at this point it is also not possible to determine the origin of the white material observed. All the implants are 100% inspected before leaving the facility. There is no evidence that the issue is related with manufacturing. The device history record (DHR) of lot number 5825692 was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Breast implants are not considered lifetime devices and deflation is a known complication associated with these devices and is referenced in our product insert data sheet. Manufacturer¿s reference number: (B)(4).